Manufacturer narrative:
(B)(4). The insulin pump was received with a minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, cracked battery tube threads and stained address/serial number label. A test reservoir was not able to lock in place due to completely broken reservoir tube lip.

Event description:
It was reported via phone call that insulin pump was damaged. The damage was of crack which was on display and reservoir compartment. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.